Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown. The customer reported the drive support cap is loosed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with motor error during rewind due to corroded home switch on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. The drive support disk was inspected and no anomaly was noted. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.